Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. There was evidence of dried tissue and blood on the blade surface. A review of the device as found indicated that the issue had been observed during the procedure and not upon opening the package as stated by the account. The account has clarified the initial event description. The clarification can be viewed as an attachment to the complaint record. A visual inspection was conducted. No non-conformities were seen. After issue and blood was removed, no visual defects were found on the blade. A mechanical evaluation was conducted. The blade was not able to be retracted or advanced. The bisector toggle moved freely but did not retract the bisector blade. Based upon these findings, the reported complaint was confirmed for "failure to cut". Additional investigation is required to determine the root cause of this failure mode. Investigation: a lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon removal from the package, the harvester noted the blade on the vasoview 6 pro at the on set of branch ligation, did not fully cut. A replacement device was used to complete the procedure. The hospital did not report any pt effects.